Manufacturer narrative:
Product not returned.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. On (B)(6) 2017, the lead was explanted and replaced. The patient was in stable condition post operation.